Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the ins was poking out and she could take two fingers, push up and flip the ins. The doctor didn't like that she could do that. She noticed this occurring at the end of (B)(6) to mid (B)(6), but had to wait to have it fixed, because of the covid epidemic. She had surgery on (B)(6) 2020 to push the ins deeper and a little higher. Instead of the lower back it was now higher up in her back. No further complications were reported as a result of this event.